Event description:
It was reported that the customer experienced rapid insulin cartridge depletion requiring daily replacement while using an ilet system with an inset infusion set, without observed leaks or visible damage, and with elevated blood glucose readings despite a reported total daily dose of 44.2 units. Symptoms included hyperglycemia. Outcomes included troubleshooting and education completed with a guided full supply change. Investigation included customer interview and device-use review. Investigation of this case revealed no confirmed device malfunction, no evidence of leakage at the cartridge or infusion site, and no replicable hardware issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.